Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (500 mcg/ml at 3.21-24 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that the patient was being titrated down to prepare for an explant. The caller stated that the pump had 7 months left elective replacement indicator and the patient's mother did not believe the pump had been working for an unknown amount of time. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient's parent elected for the pump removal because the patient's spasticity was not enough to warrant intrathecal baclofen pump management. The patient's weight was (B)(6). The product was returned for analysis to the manufacturer. No further complications were reported.